Manufacturer narrative:
After further review of additional information received the following sections patient identifier, date of report, device available for evaluation, MFR site, PMA/510k, device evaluated by MFR, device manufacture date have been updated accordingly. Device evaluated by MFR: the complaint products were received for analysis. The broken ceramic liner was confirmed. Visual evaluation condition/findings (conducted with a 7x or 10x optical). The liner was returned in multiple fragments with missing fragments, there is a probability that the analysis of the fragments and the fracture surface remains incomplete. Femoral head has metal transfer that appears consistent with secondary metal transfer that occurred after the fracture of the liner. The frequency of occurrence ranking scale is low; therefore, this does not appear to be design related. Exactech is not aware of receiving any complaint reports involving another part from this manufacturing lot of (B)(4) pieces made in 2013. Exactech complaint data from 2014 through 2018 involving the reported failure for this family of devices was reviewed. The investigations for those incidences have not identified any evidence that a manufacturing issue caused or contributed to this reported issue. Therefore, this does not appear to be manufacturing-related. There were no user-related issues reported. The revision reported was potentially the result of an insufficient or misaligned fixation of the insert in the metal cup leading to a misaligned position of the insert, causing a local stress rising and fracture of the insert. However, this cannot be confirmed because the part was severely fragmented and not all fragments of the liner were received for evaluation. In a review of the labeling, it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. All patients should be instructed on the limitations of the prosthesis, the patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. Patients should be advised to report any pain, decrease in range of motion, swelling, fever, or unusual sounds (e.g. Clicking or squeaking) as this may indicate positional changes in the implant that could lead to premature failure. Device specific risks - fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. This device is used for treatment not diagnosis.

Event description:
Information was requested, and no additional information was provided. This is one of six products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00461, 1038671-2017-00462, 1038671-2017-00463, 1038671-2017-00464, 1038671-2017-00465 and 1038671-2017-00466.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2013. Revision of hip components due to ceramic liner fracture.